Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis found that the complete lead was returned and noted to have cuts in the insulation and deformed coils. The lead was able to pass electrical and mechanical testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted one day post implant due to an unknown reason. No additional adverse patient effects were reported.